Event description:
It was reported that while using a surgical fiber during a benign prostatic hyperplasia procedure, inefficient vaporization was observed; the fiber was replaced and the procedure continued with a second fiber until the fiber tip came off. The fiber was again replaced and the procedure completed using a third surgical fiber. Patient outcome: "ok" - there was no patient or staff injury reported. This event is for the second surgical fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4) the fiber tip is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber tip came off" could not be confirmed; glass cap fractured was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Fiber usage: time expended: 3:06 minutes, joules used: 49,595.